Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 400 mg/dl. The customer¿s blood glucose at the time of the incident was 392 mg/dl and the current was 269 mg/dl. The customer¿s other blood glucose level was 183 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer states the auto mode feature was active. The customer stated that customer does not allege the pump was under delivery. The customer was treated with the manual injection and the insulin pump. The device will not be returned for the analysis.